Event description:
It was reported that a request for a review of this patient's atrial episodes was made as a respiratory rate trend (rrt) issue was suspected. Atrial pacing impedance high out-of-range and false atrial tachy response (atr) episodes were noted. Rrt was turned off. Technical services reviewed this case and discussed possible loss of atrial capture seen on atr episodes. This case points to spring contact issues. Sensitivity was not changed. This patient's implantable cardioverter defibrillator and right atrial lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) showed a suspected respiratory rate trend (rrt) over sensing. Atrial pacing impedance high out-of-range and false atrial tachy response (atr) episodes were noted. Rrt was turned off. Technical services reviewed this case and discussed possible loss of atrial capture seen on atr episodes. This case points to spring contact issues. Sensitivity was not changed. Additional information was received from the field mentioning that intermittent loss of capture (loc) at the right atrium lead was noted. Furthermore, the atrial pacing impedances remained high, out of range, but when the field representative repeated the test, the values decreased to within expected range values. No noise or inappropriately stored events were observed. The ICD and right atrial lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) showed a suspected respiratory rate trend (rrt) over sensing. Atrial pacing impedance high out-of-range and false atrial tachy response (atr) episodes were noted. Rrt was turned off. Technical services reviewed this case and discussed possible loss of atrial capture seen on atr episodes. This case points to spring contact issues. Sensitivity was not changed. This patient's implantable cardioverter defibrillator and right atrial lead remains in service and no adverse patient effects were reported. Additional information was received from the field mentioning that intermittent loss of capture (loc) at the right atrium lead was noted. Furthermore, the atrial pacing impedances remained high, out of range, but when the field representative repeated the test, the values decreased to within expected range values. No noise or inappropriately stored events were observed. The ICD and right atrial lead remain in service at this time. No adverse patient effects were reported. It was reported that the ICD was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) showed a suspected respiratory rate trend (rrt) over sensing. Atrial pacing impedance high out-of-range and false atrial tachy response (atr) episodes were noted. Rrt was turned off. Technical services reviewed this case and discussed possible loss of atrial capture seen on atr episodes. This case points to spring contact issues. Sensitivity was not changed. This patient's implantable cardioverter defibrillator and right atrial lead remains in service and no adverse patient effects were reported. Additional information was received from the field mentioning that intermittent loss of capture (loc) at the right atrium lead was noted. Furthermore, the atrial pacing impedances remained high, out of range, but when the field representative repeated the test, the values decreased to within expected range values. No noise or inappropriately stored events were observed. The ICD and right atrial lead remain in service at this time. No adverse patient effects were reported. It was reported that the ICD was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that a request for a review of this patient's atrial episodes was made as a respiratory rate trend (rrt) issue was suspected. Atrial pacing impedance high out-of-range and false atrial tachy response (atr) episodes were noted. Rrt was turned off. Technical services reviewed this case and discussed possible loss of atrial capture seen on atr episodes. This case points to spring contact issues. Sensitivity was not changed. This patient's implantable cardioverter defibrillator and right atrial lead remains in service and no adverse patient effects were reported.